Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during a procedure, there was no response and signal from the electrode to ECG. Upon following up with the customer, bwi received additional information on november 19th 2014 which is now indicative of a reportable event. It was stated, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. The case was completed without any patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 1. Further examination revealed that the lead wire # 1 had a short circuit with the thermocouple causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that during a procedure, there was no response and signal from the electrode to ECG. Upon following up with the customer, bwi received additional information on (B)(6) 2014 which is now indicative of a reportable event. It was stated, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems. There was no ECG/EKG signal available for the physician to monitor the patients heart rhythm. The case was completed without any patient consequence.